Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the flapper valve gasket became dislodged by the hook cautery device. The gasket fell in the abdomen but was retrieved. The case was then completed. There was not consequence to the pt.